Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information and the x-rays you provided were carefully analyzed. The analysis of the available iegms confirmed noise on rv channel as mentioned in the complaint description. The provided x-rays demonstrated the presence of a nearby lv lead in the implanted state. No further peculiarities were observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 86 months after the implantation oversensing on right ventricular channel was noted via home monitoring. The lead was capped and a new OEM lead was implanted. No adverse patient side effects were reported.